Event description:
It was reported that during an open total abdominal hysterectomy with bilateral salpingo-oophorectomy procedure, the shaft of the device burned the patient's skin in the abdominal region. It is not clear if another device was used to complete the procedure

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information provided by sales rep: how long has the surgeon and account been using this device? Approx 9 months. Dr (B)(6) has used the device approx 10 times. Were you present for the procedure? No. How was the device being used that the patient receive a skin burn? Unknown. What part of the device is suspected of causing the burn? Where it says enseal in the shaft. What is the severity of the burn? I was told 2nd. Additional information requested: what is the severity of the burn? First degree burns are minor burns on the first layer of skin. Second degree burns have two types: superficial partial-thickness burns injure the first and second layers of skin. Deep partial-thickness burns injure deeper skin layers. Third degree burns injure all the skin layers and tissue under the skin. Was any medical intervention used? (Such as salve or stitches). Are there any anticipated long-term effects from the burn? Will the patient need any follow-up?

Manufacturer narrative:
(B)(4). The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) there were no heat issues during any of the functional testing steps. There were no anomalies noted with the functionality of the device.